Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was removed shortly after implant. After hospital discharge, the patient received an inappropriate shock. Subsequent invasive testing revealed a high, out-of-range pace/sense impedance of 4000 ohms. Noise was also observed on electrograms (egms). Although no visual abnormalities were noted, the physician elected to implant a second lead.